Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) was attempted but not used during implant. It was noted that after connecting a competitor lead to the device, there was high/undefined pacing impedance, and high/undefined rv defibrillation impedance. As well, the superior vena cava (svc) impedance could not be read and there was no capture. The device was explanted and replaced. No patient complications have been reported as a result of this event.